Event description:
It was reported by the customer that the stylus pen of the programmer was damaged and did not seem to work. The customer was advised to replace the stylus. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).